Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse).

Event description:
It was reported to philips by the customer that the device has been dropped and the therapy port assembly is broken and has a dent. There was no patient involvement.